Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records. Impella rp system with the automated impella controller instructions for use for the related event are as follows: potential adverse events (united states). Arrhythmia, atrial fibrillation, bleeding, cardiac tamponade, cardiogenic shock, death, device malfunction, hemolysis, hepatic failure, insertion site infection, phlegmasia cerulea dolens (a severe form of deep venous thrombosis), pulmonary valve insufficiency, respiratory dysfunction, sepsis, thrombocytopenia, thrombotic vascular (non-central nervous system complication, tricuspid valve injury, cardiac or vascular injury (including ventricular perforation), venous thrombosis, ventricular fibrillation and/or tachycardia.

Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella rp device for mechanical circulatory support. While on support, the patient went into ventricular fibrillation arrest. Defibrillation was performed, however, the pt went asystole. Return of spontaneous circulation could not be achieved and the patient expired while on support. Medical safety review of the event noted there is not enough evidence to exclude impella as an associated factor in the patient's outcome. Patient's peri-procedural condition was critical.